Event description:
This 57 year old female underwent bilateral breast implantation in 1984 following a left modified radical mastectomy and right mastectomy. The manufacturer of the implants is unknown to this faculity. The patient has developed symptoms of chronic fatigue and breast pain. She underwent removal of the implants on june 17, 1992. Both implants appeared to be intact with seperation from the foam on both sides void of disruption of the silicone shell. Microscopic exam showed bilateral fibrous capsules with chronic inflammation and foreign body giant cell reactioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.